Event description:
It has been reported to philips that the arch does not move. It stuck at position 120 degree. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred during the neurovascular diagnostic procedure and the procedure was complete by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arc does not move at all. Review of the system log file showed that the beam propeller position limit violation, as a result of this propeller movement was blocked in the 120-degree position. Upon functional testing, fse found that the beam propellor position was out of its maximum allowed range and found problem with the potentiometer. The fse released arch from the reached position, recalibrated and done power adjustments of the propeller movement. After releasing arch, recalibration and power adjustments of propeller movement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.